Event description:
It was reported that the patient experienced cardiogenic shock on three intravenous pressors.

Manufacturer narrative:
Related MFR # 2916596-2022-11315 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome (3261) manufacture¿s investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. A photograph of the inflow was provided after the pump was explanted and showed a pink, tissue-like deposition occluding the distal end of the inlet tube. The account later communicated that the patient was stable and recovering. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the remaining distal portion of the dl was returned measuring approximately 38¿. Evidence of a previous cosmetic driveline repair was observed (refer to (B)(4)). The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. An additional outflow graft segment was returned detached from the device. The outflow graft bend relief and bend relief collar were returned detached from the device. Lastly, the apical sewing ring was returned detached from the device. Upon disassembly of (B)(6), examination of the lumen of the inlet tube revealed an obstructive, pink, ring-shaped, tissue-like deposition at the distal end that appeared to have extended into the interior of the inflow knitted graft. The deposition appeared well-adhered. Upon removal, two pieces of the deposition appeared to have broken apart and were observed in the interior of the inflow kitted graft; the main ring structure was preserved. The structure of the thrombus formation suggested that it developed within the distal-end of the inlet tube over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the observed thrombus formation and a duration for which it was present within the pump could not be conclusively determined through this evaluation, the examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations which suggests that there was proper surface washing. Upon removal of the observed formation, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Additionally, section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 for worsening right heart failure. The patient was placed on inotropes and increasing doses of intravenous diuretics. The patient's baseline speed on admission was 11,600 with a flow averaging 4 lpm. The patient was considered to be under-supported by the pump despite a right heart catherization for optimization and medical management. A computed tomography angiography (cta) was performed on (B)(6) 2023 but was inconclusive. The patient was considered for a heart transplant due to biventricular heart failure but due to the worsening congestion and end organ dysfunction the patient underwent a heartmate ii to heartmate 3 pump exchange with a centrimag right ventricular assist device on (B)(6) 2023. As of (B)(6) 2023, the patient was stable and recovering.

Manufacturer narrative:
3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.